Manufacturer narrative:
G2: this event occurred in canada, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that an inaccuracy occurred. The site was not able to navigate with the suction. The instrument was not recognized, but never appeared in the electromagnetic (em) field. The inaccuracy was isolated to the suction. The geometry error was more than 3.5 millimeters (mm). For "some time," the surgeon used the suction even if it was unnavigable. She asked for a second suction and it worked without issue. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.